Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was hospitalized while on the continuous glucose monitoring (cgm) system. Exact date of event is unknown. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.